Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly. It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 496 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged by the next day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.